Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/malposition of device/ malposition of device : inside the os on the left side") and endometritis ("endometritis") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: on (B)(6) 2008: no unusual vaginal discharge in past two weeks. Concurrent conditions included depression, vaginal infection, appetite fluctuation, mood change and ovarian cyst (2cm solid cyst found). Concomitant products included gabapentin, lorazepam and prednisone for heavy periods as well as nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("mental anguish") and ovarian cyst ("unspecified ovarian cyst"). On (B)(6) 2014, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/heavy flow") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain") and complication of device insertion ("time of procedure one side didn't go up in correctly"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache and abdominal pain upper had not resolved and the endometritis, menstrual disorder, complication of device insertion, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain upper, anxiety, complication of device insertion, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008: the essure device is placed on her right side with five coils in the cavity. On the left side it is placed; however, there are no coils in the cavity. We terminated the procedure at this point in time with the feeling that we are 1 to 2 cm inside the os on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia( heavy bleeding). Most recent follow-up information incorporated above includes: on 9-nov-2018: plaintiff fact sheet received. Event added: endometritis and ovarian cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/malposition of device/malposition of device: inside the os on the left side') and endometritis ('endometritis'). In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". Medical conditions: on (B)(6) 2008, no unusual vaginal discharge in past two weeks. Patient underwent hysterosalpingogram. Concurrent conditions included: appetite fluctuation, mood change and ovarian cyst (2cm solid cyst found). Concomitant products included: gabapentin, lorazepam and prednisone for heavy periods as well as hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/heavy flow") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish") and ovarian cyst ("unspecified ovarian cyst"). On (B)(6) 2014, the patient experienced endometritis (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain") and complication of device insertion ("time of procedure one side didn't go up in correctly"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache and abdominal pain upper had not resolved. And the endometritis, menstrual disorder, complication of device insertion, depression, anxiety, ovarian cyst and vaginal infection outcome was unknown. The reporter considered abdominal pain upper, anxiety, complication of device insertion, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2008, the essure device is placed on her right side with five coils in the cavity. On the left side it is placed. However, there are no coils in the cavity. We terminated the procedure at this point in time with the feeling, that we are 1 to 2 cm inside the os on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on (B)(6) 2008, results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia ( heavy bleeding). Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: event: vaginal infection added. Start date of event: vaginal infection added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of device/ malposition of device : inside the os on the left side') and endometritis ('endometritis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Medical conditions: on (B)(6) 2008: no unusual vaginal discharge in past two weeks. Patient underwent hysterosalpingogram. Concurrent conditions included appetite fluctuation, mood change and ovarian cyst (2cm solid cyst found). Concomitant products included gabapentin, lorazepam and prednisone for heavy periods as well as hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/heavy flow") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish") and ovarian cyst ("unspecified ovarian cyst"). On (B)(6) 2014, the patient experienced endometritis (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain") and complication of device insertion ("time of procedure one side didn't go up in correctly"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache and abdominal pain upper had not resolved and the endometritis, menstrual disorder, complication of device insertion, depression, anxiety, ovarian cyst and vaginal infection outcome was unknown. The reporter considered abdominal pain upper, anxiety, complication of device insertion, depression, device dislocation, dysmenorrhoea, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2008: the essure device is placed on her right side with five coils in the cavity. On the left side it is placed; however, there are no coils in the cavity. We terminated the procedure at this point in time with the feeling that we are 1 to 2 cm inside the os on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia( heavy bleeding ). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.